Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 occurred during the load process. There was no reported impact to the customer's blood glucose level and the customer was able to load a new cartridge successfully. Reportedly, the customer filled the cartridge with 300 units. The customer stated that it was possible that the cartridge was slightly overfilled; however, this could not be confirmed.